Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed low battery. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated her batteries used to last two weeks and regardless of this issue that pump replaced due to the discoloration pump had a discoloration on bottom side of where the battery compartment was using (B)(6) thought it was (B)(6) alkaline did not know customer concerned that the pump had changed color like burnt under the battery compartment on outside of the pump as gotten darker in color over the two months. Troubleshooting did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed self-test, unexpected restart error test and displacement test. No unexpected low battery, weak battery, battery out limit or failed battery test alarms noted during testing. Device had stained end cap sticker (no burnt noted). (B)(4).